Manufacturer narrative:
(B)(4). The two other perclose proglide devices are being filed under separate manufacturer report numbers. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported failure to deploy the sutures was unable to be confirmed as not all components were returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closures of both common femoral arteries was attempted using three proglide devices with 6f sheaths after an neurological interventional procedure. Two proglide devices were used at the right common femoral artery and one proglide device was used at the left common femoral artery. Reportedly, the sutures did not deploy with all three devices. Non-abbott devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.